Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high amplitude noise on the sensing channel, resulting in episodes of non-sustained oversensing. The patient was asymptomatic and no inappropriate therapy was delivered. Lead replacement was discussed, but no known intervention was performed.

Event description:
New information reported that the lead was removed and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found a complete lead returned in three pieces. External insulation abrasion was noted from 38.7 cm to 39.1 cm from the distal tip, consistent with friction against the pulse generator can. The etfe coating on one of the cables was abraded at this location. All other damage found was sustained during surgical procedure. The lead was otherwise normal.